Event description:
It was reported that the right ventricular (rv) lead episode data showed oversensing of the atrial signal. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq crtd, implanted (B)(6) 2021 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead exhibited a small amount of sic (sensing integrity counter) and high rate non-sustained episodes. A possible lead fracture is suspected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that right ventricular (rv) thresholds were high but stable.

Event description:
It was reported that the right ventricular (rv) lead episode data showed oversensing of the atrial signal. The lead is still in use. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead exhibited a small amount of sic (sensing integrity counter) and high rate non-sustained episodes. A possible lead fracture is suspected. It was further reported that rv thresholds were high but stable. It was further reported that the patient was seen in clinic and manual maneuvers were unable to reproduce the sic. It was determined that since it was a single isolated incident and all other measurements were stable to monitor the lead without intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.